Manufacturer narrative:
Device evaluated by manufacturer: radiography revealed calcification on all three leaflets, minimal on leaflets 1 and 2, and moderate on leaflet 3. The wireform intact was observed to be intact through x-ray imaging. Minimal host tissue overgrowth was found on the leaflet3 and into the orifice on at the inflow aspect. Moderate host tissue overgrowth on the leaflet3 and into the orifice on at the outflow aspect. Leaflet 1 had a 1mm tear near commissure 1. Leaflet 2 had leaflet damage and a 3mm tear near commissure 2. Serrated markings were observed on all three leaflets, and near the tear on leaflet 2. The wireform was exposed on commissure 1, and on the side of the valve near commissures 2 and 3. Additional manufacturer narrative: based on the product evaluation findings, calcium formation on the leaflets restricted leaflets mobility which led to stenosis. The clinical observation of regurgitation could not be confirmed through visual examination. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that this 19 mm aortic pericardial valve, implanted six (6) years and one (1) month, was explanted due to aortic regurgitation. Approximately three years post-implant, aortic regurgitation appeared to be observed and severity of regurgitation was level ii and peak gradient was 27mmhg in echo. Approximately five years post-implant, the patient was hospitalized due to symptoms of dyspnea and back pain. Severe aortic regurgitation was detected by echo. Regurgitation jet between the area corresponds to right coronary cusp and left coronary cusp, was flowing towards the area corresponds to left coronary cusp. Redo aortic valve replacement was planned once, however, the surgery was not performed due to fever back then. During the explant surgery, the device was replaced with a 19 mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation.